Manufacturer narrative:
Arjo representative was called and the device examination confirmed reported failure of the backrest hinge breakage. The analysis of all collected information is ongoing. The results of the investigation will be provided to the follow- up report.

Event description:
Following information reported by the wesley hospital located in australia, after transfer of the patient from the rehabilitation couch to the arjo enterprise 8000x medical bed, a loud bang was heard and the backrest section dropped about 1 inch. The patient was placed on the couch and the involved bed was evaluated by the facility staff. It was observed that one of the backrest hinges on the left-hand side of the bed disconnected. Although the patient was lying on the bed when the failure was observed, did not sustain any injury.

Manufacturer narrative:
An arjo technician during an on-site visit inspected the device and confirmed the reported failure of the backrest hinge breakage. There were no other damages observed. The bed was repaired by the replacement of the damaged components and proper functionality was confirmed during testing. To sum up, there was a patient on the bed when the hinge disconnected and the backrest collapsed unexpectedly. The enterprise 8000x bed did not meet the specification during the event. It was decided to report this complaint to the competent authority as the backrest collapsed during use with the patient.

Manufacturer narrative:
The investigation is still ongoing. The results of the analysis will be provide to the next follow-up report.